Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the leaking at y-site connection of powerloc max. There was no patient harm. No other information was provided.

Event description:
It was reported that the leaking at y-site connection of powerloc max. There was no patient harm. No other information was provided. Additional information: the IV line had been primed with saline and connected to the powerloc max and a small amount 5 drops began to leak from the top bung. At the point where the power lock and the bung leur lock together. Saline was being infused via pump via the bottom bung. No harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope. This complaint will be recorded for future trending and monitoring purposes.